Event description:
The portable monitor was unable to turn on and function without showing error message "one or more power up tests have failed, service needed". After approximately ten minutes staff able to bypass the error message and safely transport patient.